Event description:
It was reported that during an ipg replacement, an impedance test was ran before closing the patient's incision. The ipg showed low battery life. The physician tried loading programs and it still came back with low battery. A new ipg was opened and used. The patient recovered without sequelae.